Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was verified and attirbuted to the defib cable receptacle. The defib receptacle was replaced to resolve the report. The device was recertified and returned to the customer.analysis of reports of this type has not identified an increase in trend.